Event description:
Olympus medical systems corp. (Omsc) was informed that during surveillance culturing tests by the facility, the instrument channel of the subject device repeatedly tested positive for unspecified bacteria (number and type of bacteria were not informed) despite of multiple reprocessing. The user facility had disinfected the subject device using a disinfection tank. Other detailed information was not provided from the user facility but there was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".